Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check as per distributor that cardiosave intra aortic balloon pump (iabp) had flashing screen. There were no patient was involved.